Event description:
It was reported that the patient had chest pain since having the device implanted and rate drop response programmed on. The rate drop program was turned off via programming and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.